Event description:
It was reported that during treatment with an ak 96 machine, an excessive fluid removal of 500 ml was observed. The target dehydration was set to 2300ml; however, 2800 ml was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. The actual device was "repaired" on site by a local hospital engineer. No information about the repair was provided, despite the attempts to collect these information performed by manufacturer. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.